Event description:
Nt821731c - transducer fell off the drain.

Manufacturer narrative:
Follow up report 001 ref. To natus complaint #(B)(4). Sterile date of product: 08 jun 2024. Device history record review: unit has passed all tests with acceptable results. No manufacturing defects or non-conformances observed. Capa005781 was opened 08 may 2025 to investigate the increase in complaint rates for the eds product line. CAPA is currently in the CAPA plan status. Complaint history review/trend analysis: (24 months review and percent of sales) 32 previously confirmed "integ-broke in use" complaints within the past two years. (B)(4), nt821731c; units sold within past two years. Failure rate = (B)(4). Risk management review: a review of (B)(4) medical device hazard analysis (rev 10), identifies the hazard situation as "5.11 stopcocks: luer lock thread is stripped or broken." The risk level is considered moderate. Based on complaint of "transducer fell off drain." This determination is based on the information received from the customer. Root cause/failure investigation: breakage was observed on the system and patient-line stopcocks' female luer. Complaint drain was compared to a new eds 3 system; no deformations were noticed on the thread of the stopcock luer. Failure mode, detachment of the external transducer from the eds 3 system could not be replicated. Stripping at the threads could not be replicated as the crack on the female luer allowed the male luer to engage to the maximum depth allowed by the female luer. The external transducer remained secure and tight on eds 3 system with no signs of loosening. Damage on the system stopcock, and the damage on the patient-line stopcock, indicate that the device was handled with external tools. Section "warnings" on page 3 of the eds 3 system IFU (sd208650001 rev da) gives details on handling the eds 3 system such as finger tightening components and not using external tools. Failure mode: could not be replicated.

Manufacturer narrative:
Initial report ref. To natus complaint # (B)(4). (B)(4) rev 10 risk analysis spreadsheet - eds 3 external drainage system hazard 5.11 - stopcocks: luer lock thread is stripped or broken. Effect (harm): delay in patient treatment, csf leakage and over drainage of csf residual risk: medium. The hazards identified have been reduced as far as possible, and the benefit of use of the entire product outweighs the risks identified. No associated capas. Further investigation to be carried out.

Event description:
Nt821731c - another transducer fell off the drain.